Event description:
Hill-rom technician found that the head hi/low was drifting down. He isolated the drift to the hi/low cylinder. He replaced the hi/low cylinder and this resolved the drift. The stretcher was found out of service in the bed shop and there were no alleged injuries.